Event description:
The event is reported as: incoming inspection alleged issue: product deformed. No pt injury reported.

Manufacturer narrative:
A visual inspection of the picture received was performed and the product deformed was observed. No other defects were found. A device history record (DHR) review did not show any issues related to this complaint. Assessment was conducted and no changes required. Although, from the picture it was observed that the product was deformed the complaint cannot be confirmed and a conclusive root cause cannot be determined since the sample was not available. However, the manufacturer will continue to trend relating complaints.